Event description:
It was reported by a pt that an eye care professional dispensed an expired contact lens. Upon wearing the lens the pt experienced irritation. The pt was seen by several ophthalmologists and a family doctor. The diagnosis provided by the pt was a centrally located bacterial infection and conjunctivitis affecting one eye (not specified right or left). Treatment included antibiotics and gentamicin eye drops, dexamethasone and tetryzoline. Resolution of the event has not been provided. Add'l info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The complaint product was not returned for eval. Per record retention policy, the device history records for the specified lot have exceeded the required retention period. The root cause could not be determined. (B)(4).